Event description:
Edwards received notification that an 85 years old patient with a 27mm edwards perimount valve implanted in the mitral position underwent a valve in valve procedure after an unknown implant duration due to valve calcification leading to stenosis and regurgitation. Patient presented with shortness of breath and chest pain. A 26mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device. As reported, the patient outcome was good. He stayed at the cardiology department with general care and was discharged home two weeks after procedure.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated: g1 (contact office), g3, h6 (investigation findings and investigation conclusion). H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. There is no evidence to suggest a design or manufacturing defect. A definitive root cause cannot be conclusively determined, however, patient factors likely caused or contributed.